Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Multiple boluses were programmed and delivered. The units were recorded properly in the bolus history and daily totals. Unable to confirm unexpected 18 units of bolus delivery due to overwritten history file. No unexpected boluses were noted during testing. No display anomaly or cloudy display noted during testing.

Event description:
It was reported that the screen on the customer's insulin pump gets cloudy sometimes, and the device has not been exposed to moisture. The blood glucose reading was 300mg/dl. The caller requested assistance with programming her blood glucose meter ID into the insulin pump. During the call, the caller stated that on march 2013, she saw the insulin pump giving insulin without the customer touching the insulin pump at all, and it gave 18 units of insulin, but she did not report the low blood glucose the customer experienced. Advised that the device would be replaced. No further information was provided.